Event description:
Spontaneous call from IV remodeling patient. Per patient she had changed pumps and cassettes and started her infusion, when her legacy pump serial number (B)(6) beeped and gave error 1816. Patient switched cassette to other pump prior to calling to resume infusion. Error code indicates a motor error and the pump needs to be replaced. No other information provided. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. The reported product fault did occur while in use with the pt. The product issue did not cause or contribute to pt or clinical injury. The device is being replace. The actual device is available to be returned for investigation. The pt did have a backup device they were able to switch to. The pt was able to successfully continue their infusion. The infusion is life-sustaining, the event is resolved. Reported to (B)(6) by pt/caregiver.